Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic lung lobectomy procedure, while preparing to break the bronchi, the device was not able to fire. The surgeon was able to press the green button and squeeze the handle. New handle was used to resolve the issue in order to complete the case. There was no patient injury.